Manufacturer narrative:
(B)(4). Returned product consisted of a sterling balloon catheter. There was contrast in the inflation lumen and the balloon and blood in the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 2.3mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. After intravascular ultrasound (ivus), predilation was performed with a 7.0mmx60mmx135cm (4f) sterling¿ balloon catheter. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 7x4 sterling balloon catheter. No patient complications were reported and the patient's status was good.